Manufacturer narrative:
The device has not been returned to the manufacturer for eval, as the device remains in the pt. A lot history review (lhr) of rexl0672 showed no other similar product complaint(s) from this lot number.

Event description:
The ECG reading from the 3cg said PICC tip resided in bottom third of svc for an ICU pt. Pt had guillian barre disease. PICC was placed on the right side. The PICC tip was confirmed to be in lower svc by an xray which was ordered for an unrelated issue later that day. Within 18 hours of PICC insertion, nurses put pt on his side and pt went into vtac. Happened again when they were put on their side the next day. Nurse checked PICC and confirmed external segment was still 4cm (same at time of placement). Doctor ordered PICC to be pulled back 2 cm and was then x-rayed again. X-ray said that the PICC was accurately placed at cavoatrial junction.